Event description:
It was reported that (1) device was used during a pph procedure. It was reported by the affiliate that the pph01 had no audible feedback (crunch) and the staples did not form and/or come out of the instrument. Another device was used to complete the case. There was no consequence to the patient.